Event description:
"Per anesthesiologist [redacted name], while attempting to insert a 3-lumen central venous catheter it was observed that the catheter "had a hole in it". A new catheter kit was obtained and used. Defective = arrow brand kit, ref. # (B)(4), pressure injectable 3 lumen cvc. Item bagged and labeled. To be placed in gray cabinet in "dirty' room."